Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The ten additional nc traveler devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that during storage at the hospital, the nc traveler balloon dilatation catheters (bdc) were found to have inner sterile pouch labels inconsistent with the outer carton and did not match. The chinese labels on the cartons had part number 1013151-15 with lot number 20131g1 but the chinese labels on the inner sterile pouches had part number 1013153-15 with lot number 20203g1. There was no device use or patient involvement. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported device markings / labelling problem was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed similar complaints from this lot. The investigation determined a potential product quality issue based on the reported and confirmed mismatching information between the addendum label and the product label. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.